Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter address: (B)(6). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The cap on the patient line was found to be properly capped. Functional testing which included under water pressure, self-test and priming were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cap on the patient's end of a homechoice cassette was loose before use of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.